Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient was burned during a procedure in which the unit was in use. No further details have been provided.

Manufacturer narrative:
Evaluation summary one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found a full check was performed and the unit was in good working condition. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient was burned during a procedure in which the unit was in use. The biomed engineer tested the unit and confirmed that it was working in good condition and that the instrument utilized during the procedure was the problem. The handpiece details were not provided. No further information available at this time.